Event description:
It was reported that there was an unknown issue. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of an unknown issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.